Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who admitted the patient and transferred the patient to another hospital. The sample was rerun and resulted lower. It is unknown if the sample was rerun on the same instrument or an alternate instrument. The rerun result was reported to the physician(s). The patient did not receive treatment due to the discordant result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The blank value, chrome value, and cuvette readings were all within specifications and there was no indication of biofilm contamination. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.